Event description:
The prismaflex pump was alarming repeatedly "malfunction; air detector". Two registered nurses were not able to clear the alarm and get the pump functioning. Patient was then disconnected from pump, a new pump was brought to the bedside, primed and reconnected to patient.